Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the errors occurred due to endoscope failures. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. Additional information is not yet available for this event. Olympus external repair technician went on site to evaluate the customer reported issue of the b30 scope communication error. Upon evaluation by the technician, it was noted that this device had no malfunction which caused the b30 error. Additionally, it was noted that the device had an issue with the power button, which could be activated but with some difficulty. The b30 error was caused by two scopes that had water infiltrated in their connector. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported by the customer, an occasional b30 scope communication error was observed for the device. There is no reported harm to any patient.